Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site which increased the intensity of pain on the right leg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.